Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged temperature alarm issue was verified, but the high blood glucose issue could not be verified.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Customer reported to the emergency room (ER) with a blood glucose level was 289 mg/dl. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Reportedly, customer had used the same cartridge for over a week. Tandem technical support educated the customer on insulin labeling. Customer was discharged later the same day with the issue resolved and no permanent damage. Customer was unable to clear the alarm and reverted to an alternate method of insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose." H3 other text : device not returned.